Event description:
During baxter's functionality testing, a spectrum pump had a false upstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.